Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose (bg) levels ranged between below 240mg/dl to 400's mg/dl. A manual injection was administered and an alternate pump was used to address bg level. Multiple supply changes were performed and the occlusion alarms continued. During troubleshooting for the current occlusion, a new cartridge was loaded and the pump performed as intended. Reportedly, the customer reverted to an alternate pump for insulin therapy.